Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed that emergency stop was active. Upon some functional test, no failure was identified. Fse reinstalled ipc software. After the reinstalment of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an emergency stop error, preventing use. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.